Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the physician noted the lead helix "would not retract and could not pass wire." It was discovered the lead had perforated resulting in cardiac tamponade. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.